Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 600 mg/dl, cause was not known. Customer gave a manual injection and completed a supply change to address the bg level. Additionally, insulin drips were not observed to be exiting the cartridge tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue and insulin delivery was resumed.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.